Event description:
During the enroute arterial sheath insertion there was a dissection noted. Physician attempted to re-stick but still could not pass dissection. Dissection was repaired surgically with a patch. Attempted to re-stick through patch and still could not gain true lumen. Decision made to convert to cea. Patient was neurologically intact and is doing well.